Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of discrepant high nh3l ammonia results for 2 patient samples on a cobas 8000 c 502 module. For patient 1 the initial nh3l result was 300 ug/dl. The repeat nh3l result was 70 ug/dl on a different c 502 module. The nh3l result with a dilution was 50 ug/dl and was reported outside of the laboratory. The dilution and the c 502 module used was asked for but not provided. For patient 2 on (B)(6) 2018, the initial nh3l result was 800 ug/dl and the repeat result was 80 ug/dl. Erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The nh3l reagent lot number and expiration date were asked for but not provided. The investigation was unable to find a definitive root cause. A preanalytic issue was suspected as the centrifugation time for the sample was too short.

Manufacturer narrative:
The investigation determined that the root cause was pre-analytics. The centrifugation time was too short.